Event description:
It was reported that there was an error message wrong syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the right plunger case is cracked. While checking and testing syringe size sensor, the reported problem was duplicated. The root cause of the reported issue was found to be the syringe size was out of calibration due to normal wear. Recalibrated the pump. Performed preventative maintenance and all functional testing which passed.